Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged with the black handle. The syringe and procedure sheath were not returned for evaluation. The stopcock was found open. Additionally, the advancer tube, the sealant, and the protective sealant sleeve were found in their original manufacturing positions. The balloon was also found fully deflated. No other anomalies were observed during the visual inspection. Leak testing was performed on the balloon of the returned device mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. High-magnification visual inspection confirmed the presence of a longitudinal tear in the balloon of the returned device, as previously identified during the functional analysis. The reported event of ¿balloon balloon loss of pressure at prep¿ was observed through analysis of the returned device. Functional analysis revealed a leak in the balloon that was noted to be caused by a longitudinal tear through microscopic analysis. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.